Event description:
The customer reported the ventilator alarmed and restarted during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the ventilator lost ac power and would not operate on backup battery power, and when ac power was restored the device continued to operate. The biomedical engineer reported the device diagnostic history indicated an occurrence of a 24v, +/-12v or power fail failure and ventilator restart. If a failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate. Pse advised the biomedical engineer test the backup battery and verify charging. The biomedical engineer reported the battery was good and further troubleshooting with pse assistance determined the power supply relay was not allowing the unit to transition from ac power to dc power. The biomedical engineer reported a power supply replacement is awaiting approval.

Event description:
Customer did not respond to request for information.

Manufacturer narrative:
Customer awaiting part replacement approval.

Manufacturer narrative:
Supplemental report